Manufacturer narrative:
The medwatch is for advantage system 1. See medwatch for advantage system 2.

Event description:
Customer reported blood glucose results of 390 mg/dl using advantage system 1, 117 mg/dl using advantage system 2 within 10 minutes. Customer reported no pt symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.